Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
The complainant reported that the open-end ureteral catheter broke in two while the surgeon was using it during a cysto +1/0 procedure. The catheter snapped as the scope was being withdrawn over it and no extra force was being applied compared to usual. The patient was a baby/small child and the catheter broke outside of the patient., so there were no reported serious injuries to the patient.